Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported the hearing performance started to get worst since a month ago.

Event description:
The user reported the hearing performance started to get worst since december 2020. The user reported a good hearing perception before the event occurred, however, there are no formal speech tests to confirm it. The user has been partially explanted from the previous device and re-implanted on march 30, 2021.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause a device investigation would be necessary. The device has been explanted partially and the recipient was re-implanted with a new device. The explanted parts have not been received for investigational purposes.